Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014, (at 11:15pm), the patient reportedly obtained blood glucose readings of ¿230mg/dl¿ with the subject meter and ¿178mg/dl¿ with the onetouch ultra2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. According to the csr¿s documentation the patient typically would administer 9 units of ¿actrapid¿ insulin with a reading of ¿178mg/dl¿, however, in response to the subject meter reading (¿230mg/dl¿), the patient reportedly administered between 15 to16 units of insulin. Subsequently, three hours later, the patient reportedly woke up feeling uneasy and sweating; the patient reportedly consumed candy soon after as treatment. The patient reportedly did not retest his blood glucose with the subject meter and denied testing his blood glucose with another device after the alleged issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (03/21/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the test strip passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (04/02/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.